Event description:
It was reported that the motor would not stop moving forward during the manual prime. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose drive support disk. Unable to test for the prime anomaly due to the alarms.